Event description:
A customer reported a sensor error message with the adc device. The customer experienced symptoms of hypoglycemia including cold sweats, tremors, and required treatment of coca-cola provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer experienced symptoms of hypoglycemia including cold sweats, tremors, and required treatment of coca-cola provided by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a sensor error message with the adc device. The customer experienced symptoms of hypoglycemia including cold sweats, tremors, and required treatment of coca-cola provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device mfg date) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.